Manufacturer narrative:
The curewrap was returned to belmont for evaluation and was tested in a criticool unit under normal conditions. No fluid leaks were initially observed from the wrap, nor the inflow or outflow tubing connections; however, when the inflow tubing was clamped off to maximize pressure at the tubing connections, a fluid leak was observed at the inflow tube connection. The operator's manual provides the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap." A troubleshooting guide for water leaks is provided on page 7-2 of the manual, and a precaution statement on page 1-2 informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." A review of complaints for the past year indicate that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the infant curewrap had a leak at the connector.